Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. It was reported that following insertion the patient experienced urinary problems, recurrence, dyspareunia, infection and bleeding. It was reported that the patient underwent mesh revision on (B)(6) 2006, along with repair of anterior & posterior repair due to bleeding from posterior repair. (B)(4) -urinary problems; undefined recurrence.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced incontinence, voiding dysfunction, urinary urgency and urinary frequency.

Manufacturer narrative:
It was reported that the patient underwent anterior and posterior repair due to bleeding on (B)(6) 2006 by (B)(6).